Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus / device migrated to my uterus') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included surgery (surgical history: remove cerclage suture (B)(6) 2011) on (B)(6) 2012, tubal ligation ((B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2012), parity 4, vulvovaginal candida, genitourinary tract infection, cervical incompetence (cervical incompetence· delivered), nausea, vomiting and threatened abortion. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6) 2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced asthenia ("other injury or complication: weakness") and pelvic pain ("pain / pelvic pain/chronic"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In 2014, the patient experienced migraine ("migraine/headaches"). In 2017, the patient experienced dental caries ("dental problems excess vacitites / root canal"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), loss of libido ("no sex") and abdominal pain ("abdominal pain"). The patient was treated with root canal and filling and surgery (laparoscopic full removal- device migrated to uterus and removal unilateral salpingectomy - right tube removed on14dec2012, 03sep (as reported)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, loss of libido and abdominal pain outcome was unknown and the anxiety, depression, migraine, dental caries, asthenia and pelvic pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The reporter considered abdominal pain, anxiety, asthenia, dental caries, depression, device expulsion, fallopian tube perforation, loss of libido, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted for insertion date apr-2011 and mar-2011. Removal date: (B)(6) 2012, (B)(6). Surgery (other) type of surgery: additional removal surgery. History: baby with birth defects: 3 pre-term, 2 cerlages, hyperemesis, phytacisim, had to be on bedrest for months. Complications or problems that occurred at the time of your essure placement procedure-one initially wouldn't go in,I had to come back date received: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case the following events were already from medical : headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received: new event abdominal pain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))'), device expulsion ('migration of essure device location of device: uterus / device migrated to my uterus') and pregnancy with contraceptive device ('pregnancy (no complications)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included surgery (surgical history: remove cerclage suture (B)(6) 201) on (B)(6) 2012, tubal ligation ((B)(6) 2007,(B)(6) 2009, (B)(6) 2011, (B)(6) 2012), parity 4, vulvovaginal candida, genitourinary tract infection, cervical incompetence (cervical incompetence· delivered), nausea, vomiting and threatened abortion. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2013 to (B)(6)2014. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain ("pain / pelvic pain") and asthenia ("other injury or complication: weakness"). In 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In 2014, the patient experienced migraine ("migraine/headaches"). In 2017, the patient experienced dental caries ("dental problems excess vacuities / root canal"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and loss of libido ("no sex"). The patient was treated with root canal and filling and surgery (laparoscopic full removal- device migrated to uterus and removal unilateral salpingectomy - right tube removed on (B)(6) 2012, (B)(6) (as reported)). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device and loss of libido outcome was unknown and the anxiety, depression, migraine, dental caries, pelvic pain and asthenia had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The reporter considered anxiety, asthenia, dental caries, depression, device expulsion, fallopian tube perforation, loss of libido, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted for insertion date (B)(6) 2011 and (B)(6) 2011. Removal date: (B)(6) 2012, (B)(6). Surgery (other) type of surgery: additional removal surgery. History: baby with birth defects: 3 pre-term, 2 cerclages, hyperemesis, phytacisim, had to be on bedrest for months. Complications or problems that occurred at the time of your essure placement procedure-one initially wouldn't go in,I had to come back date received: apr2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case the following events were already from medical: headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: plaintiff fact sheet and medical record received. Event pelvic pain replaced to injury. New event perforation (fallopian tube(s)), depression, anxiety, migration of essure device location of device: uterus, dental problems, migraines /headaches, weakness, no sex and device ineffective were added. Medical history, concomitant drug and lab data were added. New reporters added. Patient demographic added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.